Manufacturer narrative:
The insulin pump was unable to prime unit during the prime test due to faulty force sensor resistor. The excessive no delivery test could not be performed due to the prime anomaly. The device also had a cracked case at display window corners, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery during manual prime. It was also reported that the insulin pump has a crack near the reservoir compartment and the lock on top broke. Blood glucose value was 130 mg/dl. It was stated that the no delivery alarm was resolved by a complete set change. The device was returned for analysis.